Event description:
Microclave on purple lumen of PICC (peripherally inserted central catheter) line found to be pushed in where it connected to the octopus. Octopus had calcium chloride and prn (as needed) running in it at the time. The plum pump consistently alarmed occlusion which led to the rn (registered nurse) investigating the entire set up. The prn line continued to run fine without alarm. Rn did not check for blood return through the defective microclave and did not try to flush through it either. After replacing it, the pump continued to alarm so don't believe the microclave was the cause of the alarm but that is what led to the rn finding it. Unclear on when the microclave was placed. The one connected to the red lumen was not defective.